Event description:
According to the complainant, during the procedure, the physician placed the prolieve catheter and created a false "passage" near the sphincter. The physician did not proceed with the procedure after noticing the false "passage". The patient will be wearing a foley catheter and should be fine. The patient's condition was reported as " the patient is doing okay at home with the catheter". No additional information is available.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded